Event description:
Caller reported blood glucose results of 28 mg/dl and 82 mg/dl, within 10 minutes, on the advantage system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement system sent.